Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and firmware errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The reported event of initializing screen without manual restart was confirmed during log review. The root cause was determined to be mcu watchdog error.